Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope tested positive for an unexpected contamination. The issue happened during validation of edtmini reprocessor. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured and 81 colony forming units of brevundimonas diminuta and enterococcus casseliflavus was identified. The distal end was cultured and no microroganisms were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer reported that the device will be reprocessed and sampled again. If the device tests positive for presence of microorganism, it will be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
A third hygiene microbiological investigation (hmi) was conducted by third party on behalf of olympus after device evaluation and repair. The operating channel, suction channel, air/water channel, jet channel and total device was cultured and tested positive for less than one (1) colony forming units (cfu) per endoscope of revivable microorganism. The obtained results are in conformance with the requirements.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The customer provided details on the cleaning, disinfection, and sterilization process followed onsite. The pre-cleaning and manual cleaning detergent is sekusept aktiv. The customer aspirates water through the instrument/ suction channel and flushes out the air/water and auxiliary channels. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder and the instrument channel port using the valve cleaning brush, 1-clean (ref: 08 11 05) and pull-through brush racoon cleaning brush (ref: cle1-c2-50-18-230). The scope is manually disinfected using sekusept aktiv. The customer uses automated endoscopic reprocessor (aer) etd mini, along with detergent endoact endodet and the disinfectant endodis. The aer was cultured; however, results were not provided. The endoscope was stored in a simple cabin with no drying function, was placed vertically and compressed air was blown through the scope before storage. The maintenance and repair was performed by olympus. The endoscope was not sterilized. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The device was returned. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The instrument/biopsy/suction channel tested positive for nine (9) colony forming units (cfu) per milliliter (ml) of cytobacillus horneckiae. The device was reprocessed and cultured again. The instrument/suction/biopsy channel tested positive for seven (7) cfu/ml of bacillus species and cytobacillus horneckiae. The air/water channel tested positive for two (2) cfu/ml of cytobacillus horneckiae and staphylococcus warneri. The auxiliary water channel tested positive for 1 cfu/ml of micrococcus luteus. Overall, the results were not in conformance with the requirements. The returned device was evaluated. It was noted, the air/water cylinder, suction cylinder and scope connector was dirty. The right/left knob had a crack. Channel mount unit was corroded. Forceps channel port was dirty. The air/water cylinder and suction cylinder had discoloration. Due to damage on auxiliary water supply tube, water could not be supplied. The distal end cover and nozzle was dirty. The adhesive on the bending section cover was worn out. The connecting tube had a scratch. Due to wear of angle wire, bending angle in left direction does not meet the standard value. The air/water tube and channel tube was dirty. A third hygiene microbiological investigation (hmi) will be conducted after the repair. When additional information becomes available, the report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Reprocessing may have been insufficient due to physical damage of the device. The same bacteria were detected from the same sampling location in the first microorganism test and the additional test. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.